Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use and it was fractured. The potential field age of the instrument is 7 years, 4 months approx. The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to repeated use of the instrument for over 7+ years with the unknown number of surgery and cleaning cycles. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a piece of the persona femoral ps impactor pad chipped off during femoral implantation. There was no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.